Event description:
Upon a routine follow-up, the subject pacemaker was interrogated and a warning message was displayed (reportedly : ¿device is in implant mode. Re-interrogate the device; however, interrogation will take a while.¿). The device was re-interrogated, which did take a while (the exact duration remains unknown). Then another warning message was displayed (reportedly : ¿new interrogation. Interrogated device is in implant mode.¿). When the user clicked ok, the device was programmed with : vvi, 70min-1, 3.5v / 0.35ms pacing and 2.5mv sensing (unipolar). The implant memories (aida) were empty. Testing could be completed successfully. The device was reprogrammed to the previously programmed settings. Next follow-up is scheduled in one month to ensure proper device operation. Preliminary review of the files received confirmed that this pacemaker was re-initialized on 24 jun 2014 (presence of a ram expertise data file). However, the corresponding logfiles received are corrupted and cannot be reviewed.

Event description:
Upon a routine follow-up, the subject pacemaker was interrogated and a warning message was displayed (reportedly : ¿device is in implant mode. Re-interrogate the device; however, interrogation will take a while.¿) the device was re-interrogated, which did take a while (the exact duration remains unknown). Then another warning message was displayed (reportedly : ¿new interrogation. Interrogated device is in implant mode.¿) when the user clicked ok, the device was programmed with : vvi, 70min-1, 3.5v / 0.35ms pacing and 2.5mv sensing (unipolar). The implant memories (aida) were empty. Testing could be completed successfully. The device was reprogrammed to the previously programmed settings. Next follow-up is scheduled in one month to ensure proper device operation. Preliminary review of the files received confirmed that this pacemaker was re-initialized on 24 jun 2014 (presence of a ram expertise data file). However, the corresponding log files received are corrupted and cannot be reviewed.